Event description:
It was reported that when the stored electrograms on a remote transmission were reviewed, the right atrial lead had occasional under sending. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.